Event description:
Boston scientific received information that this device and non-bsc right ventricular (rv) lead displayed gradually increasing, however, within acceptable limits, shock impedance measurements. The physician elected to perform a non-invasive programmed stimulation (nips) and defibrillation threshold (dft) test, resulting in a within acceptable limits shock impedance measurement. Additional information was received that the shock impedance measurement was greater than 125 ohms. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the physician has elected to continue to monitor the device system. No device allegations and no adverse patient effects were reported.